Event description:
It was reported that during routine follow-up, a message regarding invalid diagnostics data was issued upon pulse generator interrogation. Anomalous atrial capture settings were observed as well. The device remained implanted.

Event description:
New information noted that during routine follow-up on (B)(4) 2015, a diagnostics anomaly was observed. The device remained implanted.

Event description:
New information states the lead was explanted and returned.

Manufacturer narrative:
Should have stated the pulse generator was explanted and not the lead was explanted.

Event description:
New information manufacture date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information from follow-up on (B)(6) 2015 noted that the device continue to exhibit the same diagnostics anomaly. The device remained implanted.